Manufacturer narrative:
The insulin pump was received with blank display due to the battery connector being plugged in improperly to the interface board. The unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms occurred during testing. The following physical damage was also noted: minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 181 mg/dl. Troubleshooting was initiated for the blank display. The mother confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new aaa alkaline battery was inserted into the pump but the display did not return. The battery cap contacts were cleaned and the new battery was reinserted, and the display still remained blank. The mother then mentioned that the customer dropped the pump twice that day: once in the morning, and again at lunch. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.